Event description:
Additional information indicates that the device meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
A patient¿s ipg reaching normal end of life was reported to abbott. The implant was not returned for evaluation; however, programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Correction: per the device information received, the device meets or exceeds 75% of its estimated longevity; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future.